Event description:
Medtronic received a report that the physician noticed the distal end of the solitaire was kinked after unpacking it and pushing it out of the protective sheath. The solitaire was attempted to be delivered but there was resistance in the hub. The rotating hemostatic valve (rhv) was not loose during deliver. The sheath was secured in the hub of the rebar. The solitaire and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an ischemic stroke. IV tissue plasminogen activator (tpa) was not contraindicated.  It was noted the patient's vessel tortuosity was normal. Ancillary devices include a rebar 27 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep confirmed there was no damage or evidence of tampering to device packaging.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): the solitaire fr was returned for analysis within a shipping box; returned within a sealed plastic biohazard pouch and returned within a dispenser track. The rebar 27 micro catheter was not returned. Damage location details: the pushwire was returned in good condition; however, the marker coil was found to be kinked within the introducer sheath at ~181.1cm from the proximal end. Upon visual inspection of the detachment zone, it revealed no electrical etching. The detachment zone was found to be visually in good condition; however, the marker band was found to be damaged (flattened). In addition, the proximal glue dome was found to be damaged. The stent was found to be attached to the pushwire. The stent's non-working length struts (tear drop) were found to be damaged (kinked). The working length struts were found to be in good condition. No other anomalies were observed. Testing/analysis (including sem reports): the solitaire fr could not be tested with an in-house micro catheter due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿kink/damaged¿ was confirmed as the non-working length struts were found to be damaged (kinked) however, the cause for damage was unable to be determined. Some possible causes of ¿kink/damage¿ are damage on the stent or pusher, damaged catheter, burrs, bumps, kinks, or incompatible catheter. As per the solitaire fr stent IFU (instructions for use) the 6-30 stent must be used with a micro catheter with a minimum ID (inner diameter) of 0.027¿. Per the rebar-27 catheter product labeling, the ID is 0.027¿. Therefore, the solitaire fr stent was found to be compatible for use with the rebar 27 catheter. Therefore, ruling out incompatible catheters. Based on the device analysis and reported information, the customer¿s report of ¿prod damaged/deformed out of pkg¿ was confirmed however, the cause was unable to be determined. Potential causes of this issue are either improper product packaging, during manufacturing or improper removal of the product from packaging by the end user. In addition, it's noted that the damaged solitaire was attempted to be delivered through rebar 27, where the device encountered resistance in the catheter hub. Therefore, the cause of the damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.